Manufacturer narrative:
(B)(4), the device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional tests performed included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing with no issues noted. Dimensional inspection of the patient connector was performed and was found to be within specifications. Visual inspection of the device noted damage to the patient adapter. The cause of the connection issue was related to the damaged patient adapter. The cause of the damage could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set and the titanium adapter could not secure together during peritoneal dialysis therapy on the homechoice device. Further clarification was given, the transfer set and titanium adaptor spun around without getting properly engaged. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.